Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of key 7 not working. This occurred during programming/set up in the 2 south department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1314492-2024-02634. All information can be found under manufacturer report number 1314492-2024-02634. Should additional relevant information become available, a supplemental report will be submitted.